Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H3 investigation summary: the product was returned to ethicon for evaluation. Ten sutures outside its packaging were received for analysis. Product code w203. This product code is multi-strand and requires seventeen stands non-needle. To order evaluate the conditions of the returned sample, the sutures were examined, and one strand was noted to contain an interlacement (knot with an orange strand). In the remaining 16 strands, no anomalies or issues related to knot sutures were observed during the evaluation. Silk sutures are received from the supplier in spools and a knot is used to attach the same type of suture within a spool to complete the quantity of suture needed per spool. The knot tread was not detected during the manufacturing process. In the remainder of the sutures, no anomalies were found. Based on the information currently available, the knot in the suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch number is unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned. H 6. Investigation findings: c22 ¿ photo evaluation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Orange thread as photo attached. Photo investigation summary- this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a single barrier folder labeled as w203 with sutures inside a plastic bag. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and suture was used. Foreign matter (one orange thread as photo attached) inside the primary package. No adverse patient consequences were reported. Additional information was requested